Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. No repair was needed. The system was tested and operates as intended.

Event description:
The customer reported that the c-arm on the 7700 system had difficulty moving. No pt injury was reported.